Event description:
It was reported that the device exhibiting a decline in impedance. Isometrics was unable to reproduce the noise, and one vf episode was inconclusive. The physician decided to cap the lead.

Manufacturer narrative:
Na